Event description:
It was reported by the affiliate that during an unknown procedure, there was a solid tone with error code five. Changed to another one to continue but the issue was still not solved. A third device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. During functional testing on a generator the device gave an error code 5 and the blade broke off. The device will stop activating, and either emits a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.